Manufacturer narrative:
D10 concomitant product: 173050g, 173050g endo catch gold (lot#j4d4008my); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the bag was pulled, it came out, but the bag tore and the gallbladder was still left inside the patient. A second device was opened and with the same issue, the bag tore, but the specimen was able to be retrieved.